Event description:
The report received indicated that the pt was admitted emergently due to acute coronary syndrome. The lesion treated was at the left anterior descending (lad) artery. The lesio was pre-dilated and a 3.0 x 23 mm cyphr stent was implanted. A second lesion located at the circumflex artery was treated with a 3.0 x 18 mm cypher stent. This lesion was not pre-dilated, but it was post-dilated. The day after the procedure, the pt complained of chest pain, coronary angiography was conducted and thrombus was confirmed in both cypher stents. To treat the thrombus, aspiration was conducted with a 3.0 x 10 mm semi-compliant balloon angioplasty, a thrombus was present again, so balloon angioplasty was conducted a second time. An intra-aortic balloon pump was inserted. The pt was still at the hosp when the event was reported.